Event description:
Additional information was received from the patient's friend/family member who reported that the patient went through really bad/really awful withdrawals related to the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and manufacturer representative regarding a patient who was receiving dilaudid (0.5 mg/ml, 0.17234 mg/day) and bupivacaine (20 mg/ml, 6.894 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that a motor stall (motor stall occurred, motor stall active) was seen in the pump logs at initial interrogation ((B)(6) 2018 at 21:42) with no recovery, and the patient did not recently have magnetic resonance imaging or electromagnetic interaction. There were no reported symptoms. The pump was replaced. It would be sent to pathology, after which the rep would be notified to be able to send it back to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found that residue and wear in the motor gear train. If information is provided in the future, a supplemental report will be issued.